Event description:
The customer reported erroneously low hemoglobin (hgb) result in secondary (manual) mode, without system flags, for one patient sample, involving coulter hmx hematology analyzer with autoloader. The patient sample produced an initial result of 7.8 g/dl. Subsequent analysis of a redrawn sample recovered a result of 10.0 g/dl, which prompted the customer to reanalyze the sample the two more times and obtained results of 9.1 and 9.8 g/dl. The erroneous result was released out of the laboratory. An amended report was issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated all quality control (qc) had been within specifications. System maintenance is performed weekly including cleaning the blood sampling valve (bsv) and shutting down the system approximately three times per week. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) reported the customer indicated the patient was difficult to draw. The sample was drawn in a syringe and two microtainers were filled from the syringe. The laboratory does not routinely analyze patient samples in secondary mode. A primer sample was not analyzed at the time. The fse removed and cleaned the blood sampling valve (bsv), the shaft and housing. The fse noted difficulty removing the white collar from the shaft and noticed the bsv shaft was completely crusted in dried reagent. The fse removed and cleaned the bsv shaft. Reproducibility passed in both modes and the fse performed mode-to-mode check and completed secondary calibration factor adjustments to white blood cell (wbc), hemoglobin (hgb) and platelets. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. Review of the customer-supplied data shows the initial sample (analyzed in secondary (manual) mode) also produced low white blood cell (wbc), hematocrit (hct) and elevated red blood cell (rbc) results without instrument flags; the results were reported from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event.